Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of hi results (more than 600mg/dl) .customer inquired about how feels, customer feels well and requires no medical attention. Verified the strips expire 7/24/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a blood test and obtained 576mg/dl. Customer advise to seek medical attention customer did drink fluids overnight and glucose levels improved. Customer informed did consume high amount of sweets earlier day.